Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. "

Event description:
It was reported that the customer inadvertently input am instead of pm into pump time setting. Blood glucose was 154 mg/dl. Tandem technical support assisted the customer with correcting the time.